Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation on the right side of her body from her head to her toes when she when she traveled by air. Specifically, she had flown 4 times and the shocking occurred on all 4 trips. The shocking lasted about 5 seconds and felt the same as when they increased the stimulation in the physician's office. The last incident occurred on (B)(6) 2011 when she flew back from maryland and noted that the shocking would occur on one of the legs of the trip (not both). Additional information was requested.